Event description:
It was reported that, "the surgeon impacted and the poly sat proud medially. He retracted the medial side to confirm that it was clear and it was clear of any debris. The surgeon removed the poly and checked for any imperfections. The insert looked ok. He tried to impact it again and it now sat proud anteriorly. The sales rep called the branch for a replacement. After a 15 - 20 minute wait, they received a new insert and it seated as specified. The tourniquet was released during the wait and there was approximately 150cc of blood loss."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.